Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During suturing, the suture broke, somewhere other than the knot. There was no adverse consequence to the patient.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the needle/suture and the suture piece were examined for visual attribute defects. The suture has begun with the process of disintegration and likely is the cause that the suture was breakage. Additionally, the foil was examined for visual inspection and multiples holes in cavity were found on the package. This condition contributed to disintegration of the sutures.based on the sample condition, this defect was not caused in the manufacturing process.